Manufacturer narrative:
Qn#(B)(4). The device has been returned to the manufacturer, but the investigation is still in progress. A device history record review could not be conducted since the lot number was not provided, and is not known at the time of this report.

Event description:
Customer complaint alleges the a "crack at the wye" on a neonate circuit. The crack was noticed at the 30 day circuit change". Although the reported defect was detected during use, there was no patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a crack on the primary female port of the connector. The reported complaint of a cracked wye connector was confirmed based upon the sample received. The returned connector was confirmed to be cracked as a result of a single crack running parallel to the primary female connector. All circuits are 100% inspected for damage at the time of manufacturing so it is unlikely that this defect was present at that time. Based upon the time of discovery and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges the a "crack at the wye" on a neonate circuit. The crack was noticed at the 30 day circuit change". Although the reported defect was detected during use, there was no patient injury or consequence reported.